Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the colibri handpiece device had a sticky trigger, insufficient/low power and the moving parts did not move smoothly. It was further determined that the device failed pretest for check for sticky triggers and check power with the test bench. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device had strange sounds and not enough power was not confirmed. Therefore, the assignable root cause was not determined. Service history record review result is not relevant to the current complaint and service process findings. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause could not be determined. UDI:(B)(4).